Event description:
Caller stated that pt used the minicap disconnect cap for dialysis. Pt died on (B)(6) 2023 after a brief illness. On (B)(6) a few days after her death, a letter was received from the manufacturer that there is an urgent medical recall on the device.